Manufacturer narrative:
(B)(4).

Event description:
The pt had fallen several times and had hit her head. A couple of months ago, the pt began experiencing a "noise" on the "top" of her head. The pt also had a loss of therapeutic effect; she was unable to walk on (B)(6) 2010. The pt had not informed her physician of the events. The pt was at home; her status was "fair". Follow-up with the pt's physician was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available. See also MFR's report # 3004209178-2010-09979.